Manufacturer narrative:
Sorin group USA received a report that during the vein harvesting procedure, the customer noted that a portion of the tip broke off the bipolar. The debris was removed from the leg. There was no report of complications or pt injury. The device was returned to sorin group USA for eval. The device is under eval. The investigation is ongoing. A follow-up report will be filed when the investigation is complete.

Event description:
Sorin group USA received a report that during the vein harvesting procedure, the customer noted that a portion of the tip broke off the bipolar. The debris was removed from the leg. There was no report of complications or pt injury.